Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.